Manufacturer narrative:
In initial report it was not included that device was received on 8/27/2015 and available for evaluation. The patient interface was evaluated and visual, functional, and dimensional testing was performed. The testing results concluded the patient interface was found to be within specifications. The manufacturer record review for the patient interface was reviewed. No deviation or assignable cause was identified related to flap issues-improper cut when the production order was manufactured. The directions for use (dfu) sections provide the customer with information on properly handling the pi assembly. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that surgeon created a flap without issues but during lifting the surgeon tore the flap. There was no difficult lift. The surgeon decided to abort excimer treatment and used a bandage contact lens. No best corrected visual acuity (bcva) to report. Surgeon is going to wait to allow healing to decide what treatment will follow.